Event description:
It was reported that there was a product performance issue. The device was replaced. No patient complications have been reported as a result of this event. Additional information reported the device was unable to defibrillate the patient within satisfactory safety parameters and had t-wave oversensing. The patient had received inappropriate shocks.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found it was reported that there was a product performance issue. The device was replaced. No patient complications have been reported as a result of this event. Additional information reported the device was unable to defibrillate the patient within satisfactory safety parameters and had t-wave oversensing. The patient had received inappropriate shocks. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examinationdevice performed, according to specifications device evaluated and alleged failure could not be duplicated oversensing shock, inappropriate.